Event description:
Additional information received that the patient developed profound neurological changes and a large brain bleed was discovered. Care was withdrawn and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
Instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ b2 patient outcome revised to reflect death and date of death which inadvertently was not included on the initial manufacturer device report 1220648-2025-26315. B5 revised to reflect the patient outcome which inadvertently was not included on the initial manufacturer device report 1220648-2025-26315. H6 revised to reflect additional information and patient outcome which inadvertently was not included on the initial manufacturer device report 1220648-2025-26315. H10 revised to reflect instructions for use which inadvertently was not included on the initial manufacturer device report 1220648-2025-26315.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella 5.5 support and during support, the patient had bleeding. The clinical representative could not confirm the location of the bleeding. It occurred after the impella implant. One unit of blood products were given to the patient. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue, vascular damage - peripheral vessel, and stroke. No product was returned for analysis. The root cause of the vascular damage - peripheral vessel was not determined as no product was returned and limited clinical information related to failure was provided. The data logs confirm placement signal not reliable alarm and show controller error alarm. The root cause of the optical signal issue could not be definitively determined as no product was returned for investigation. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include placement signal issue description. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-26315. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that there were placement signal not reliable alarms. The pump was working correctly and there were no other concerns.